Event description:
It was reported that intermittent ongoing malfunction alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Ultimately the customer reverted to an alternate method of insulin therapy.